Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain/discomfort at ipg site. Surgical intervention was undertaken on (B)(6) 2024, and during ipg revision, it was found that the right lead had migrated all the way to the ipg pocket site. In turn, the right lead was explanted and the ipg site was revised and moved up. Effective therapy was restored.